Event description:
It was reported that the customer's insulin pump was alarming no delivery while priming with four reservoirs. Customer was unable to troubleshoot. A reservoir occlusion could not be ruled out as cause of the alarm. Customer's blood glucose was 146 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing 4 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.